Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x7-2t model transducer was not articulating properly. There was no injury associated with this event.

Manufacturer narrative:
Evaluation found the returned transducer to be articulating properly; no mechanical malfunction was identified. However, observed physical damage was consistent with improper handling and maintenance.